Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. The instruction manual provides the user several warnings in the ¿collection of tissue¿ section to mitigate patient injury or bleeding. Do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument¿s distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.

Event description:
The service center was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, while obtaining a biopsy the patient experienced a lot of bleeding and developed a hematoma. The bleeding was treated with two clips. It is unknown if the intended procedure was completed. This is report 1 of 2. Additionally, the user facility reported that this phenomenon has occurred with multiple physicians. (Refer to report 2 of 2).

Manufacturer narrative:
The user facility did not return the used device; however, the service center did receive seven brand new boxes of the model fb-220u, lot# 8yv, (qty:20 per box, total 140 forceps ). All were returned for evaluation due to ¿failing causing hematoma¿. A few samples were taken out of each box to check the functionality. A visual inspection was performed on the insertion portion, outer sheath, handle, and cups with no damage or abnormalities noted. The needle and manipulation wires are intact. Noted no sharp edges on the device. During inspection, the insertion portion was formed into loops approximately 20 cm in diameter. When the handle operated, the cups were able to open, close, and grasp a sample piece without a problem. The cups would also align properly when closed. Based on the evaluation findings, the returned forceps are working properly. The reported complaint is likely due to user technique error. Per IFU: do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument¿s distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.